Event description:
Laser technician reported card read error, which occurred after pt was prepped for surgery. A different card was substituted, which functioned as intended and the surgery was noted to have been completed successfully without any concerns.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).